Event description:
Faulty ellume test result. Lot not listed as faulty but subsequent test at medical facility same day revealed a correct negative result versus the ellume false positive. Lot - pf05m-h. This lot number should be listed on their recall list. FDA safety report ID # (B)(4).